Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays revealed no lead migration. The patient elected to undergo a lead revision to reposition the 3189 lead. Lead revision took place on (B)(6) 2017 and effective therapy was restored.